Event description:
It is reported that a customer was pushed in the pool with their insulin device attached to them. The customer has a blood glucose level was 210 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump gave a battery out alarm. The customer was assisted with trouble shooting and reprogramming the pump. The customer's insulin pump worked as designed. The customer was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.